Event description:
As reported by our edwards lifesciences japanese affiliate, suspicion of hemolysis was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. The valve was deployed with 1ml more contrast than nominal volume. Pvl was moderate. Post-dilation was performed with 2ml more contrast than nominal volume. Pvl was mild. However, postoperative tte showed trivial pvl. On postoperative day (pod) 5, ldh and bilirubin increased to 747 and 1.5 respectively. Hemolysis was suspected. As per the operator, the root cause of the event was valve skirt, not patient's condition. The valve remained implanted in the patient and would not be returned for evaluation. As per fu, the patient was diagnosed as hemolytic anemia with hemoglobin 9.0 g/dl. Prolonged hospitalization was required, and blood transfusion is scheduled.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for paravalvular leak is unable to be confirmed due to unavailability of the medical report/ imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'the valve was deployed with 1ml more contrast than nominal volume. Pvl was moderate. Post-dilation was performed with 2ml more contrast than nominal volume. Pvl was mild. However, postoperative tte showed trivial pvl. On postoperative day (pod) 5, ldh and bilirubin increased to 747 and 1.5 respectively. Hemolysis was suspected. As per the operator, the root cause of the event was valve skirt, not patient's condition.' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In addition, noted that patient had moderate to severe native valve calcification. Bulky calcification can create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggests that patient factors (calcification) may have contributed to the pvl with subsequent hemolysis/hemolytic anemia. Per pra and CAPA, there was no evidence of valve skirt related to hemolysis. The further investigation will be captured in CAPA. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation review, sections g6, h2, h6: device code.